Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for a subacute type b aortic dissection using gore® tag® conformable thoracic stent grafts with active control system (ctag acs; proximal tgm282815j, distal tgm262110j). During deployment of the proximal device, it moved 3 to 4 mm distally; however, no endoleak was found and the procedure was concluded. In (B)(6) 2023, a follow-up examination showed further distal migration of the proximal ctag ac for approximately 5 mm. Also, a type ia endoleak was found. Therefore, a reintervention was indicated. On (B)(6) 2023, an additional ctag ac (tgm282810j) was placed proximal to the previous devices and the endoleak disappeared. The patient tolerated the reintervention. The reporting physician commented as follows: the migration and endoleak were possibly caused due to the following reasons: during the initial procedure, it was unable to place the proximal device as close to the left subclavian artery as possible, and the true lumen expanded after the initial procedure.

Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted and therefore not available for direct analysis. H6: code e2402 appropriate term not available for migration. H6 code d12: complications associated with the use of the gore® tag® conformable thoracic stent graft with active control system may include but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), stent graft: improper placement; migration; endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.